Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
Following a redo persistent pulmonary vein isolation procedure, the patient experienced a stroke which presented as diplopia post procedure. The procedure itself was mostly unremarkable with the exception of the inability to cross the septum with both transseptal sheaths (sl1 and agilis nxt). As a result of this, the hd grid and the tactiflex ablation catheter were exchanged multiple times through the agilis. Furthermore, the tactiflex catheter had one lesion where higher temperatures were reached. However, this resolved after re-flushing and reseating the pump tubing. The procedure was successful and the patient was discharged the same day with the primary symptom being diplopia.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The ensite automark files returned to product performance engineering were analyzed. Based on power and temperature plots for sessions corresponding to the complaint device, high temperatures were reached causing a titration (reduction) in power output, consistent with the reported event of an increase in temperature. Review of the device history record was not possible as the lot number is unknown. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported stroke. It should be noted that the patient had a history of stroke and thrombus.